Manufacturer narrative:
Results and conclusions: (lesion morphology ¿ 90% stenosis, severe calcification and vessel tortuosity), (stent deformation). (Stent deformed). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the middle of the rca with 90% stenosis. It is reported that the lesion exhibited severe calcification and tortuosity. The lesion was pre-dilated with a non-medtronic balloon. The endeavor resolute device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion, and the stent was deformed. The physician used a new device of the same size to complete the procedure. No clinical sequelae were reported. Evaluation summary: the device was received for evaluation. A number of struts on the 7th proximal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).